Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. Evaluation also revealed that the slot on the top of the battery cap was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim, fading and discolored. Evaluation also revealed that the slot on the top of the battery cap was damaged. Unrelated to these issues, the audio bolus button cover was found to be detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).